Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited intermittent pacing inhibition up to 4.5 seconds during an angioplasty procedure. It was noted that while rv auto thresholds were programmed on, there was no backup pacing observed leading the physician to suspect inhibition though noise and oversensing could not immediately be confirmed nor a source of noise determined. It was also reported that some noise was observed on the external electrocardiogram. Boston scientific technical services (ts) reviewed device data noting what appeared to be electromagnetic interference (emi). Suggestions for additional system evaluation and management were provided; there are currently no plans to intervene and the patient will continue to be monitored remotely. No additional adverse patient effects were reported. This system remains in service.